Event description:
PICC was leaking at the insertion site. Site also appeared edematous. PICC removed and inspected and flushed. PICC with obvious catheter fracture evident when flushing. Fracture appeared approx. 1.5cm from the catheter hub. FDA safety report ID (B)(4).